Manufacturer narrative:
Corrected narrative: it was reported that patient underwent a&p repair, tah/bso and sling revision on (B)(6) 2007 due to bladder pain and urinary frequency.

Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2006. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-02245. The same patient is represented in each medwatch.

Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pelvic organ prolapse and stress urinary incontinence. The patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, dyspareunia and neuromuscular problems. It was reported that patient underwent mesh revision on (B)(6) 2007, due to irritative voiding symptoms of urinary frequency, urgency and urinary incontinence. The patient underwent mesh revision and implant of bard pelvitex on (B)(6) 2007 due to pelvic organ prolapse. It was reported that the patient underwent mesh revision surgery and pelvisoft mesh was implanted on (B)(6) 2007. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele, rectocele and stress urinary incontinence.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence , dyspareunia, and neuromuscular problems. It was reported that the patient underwent mesh revision/removal on (B)(6) 2007 due to mesh erosion. (B)(4).